Event description:
Patient a and b samples were tested for hgb and plt on the coulter act 5diff cp analyzer and erroneously low results were obtained. The results were reported out of the lab. Both patients were transfused, but the transfusion was clinically necessary for patient a. Fresh samples were collected from both patients which recovered higher hgb results. (Results not provided). The original specimens were re-tested twice and recovered higher results that were considered correct. Corrected reports were sent out. There was no death associated with this event.

Manufacturer narrative:
The specimens were collected in edta tubes. Qc was run before and after the event and recovered within specifications. A field service engineer (fse) was dispatched: the fse replaced hardware components and verified the instrument's operation. Hardware issue may have contributed to this event. However, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.